Event description:
It was reported that the deployment sheath on a tracheobronchial stent graft could not be retracted. Resistance was then encountered during removal of the entire delivery system. Excessive force was applied and the outer catheter broke. The delivery system was removed from the pt and another tracheobronchial stent graft was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for eval. The investigation is currently underway.